Event description:
It was reported that bd insyte autoguard winged needle did not retract. The following information was provided by the initial reporter: when placing piv attempt unable to thread catheter and upon retraction of needle, the needle paused and I hand to use table surface to push in needle. Two more attempts for piv and one with ultrasound by (B)(6) rn no patient harm.

Event description:
No new information.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381533 and lot number 4282452. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Manufacturer narrative:
Additional information of fa#.